Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient states nausea, and a cough with mucus, throat irritation and shortness of breath. Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.